Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During the implant procedure of the first ICD, the physician could not push the atrial lead until the end of the atrial connector. He tried to unscrew the atrial set-screw but the lead could still not be pushed towards the end of the connector. The set-screw was screwed to try to tighten the atrial lead even though it was not fully inserted. When the screwdriver was inserted, the atrial connector block was pushed out of the ICD. When pulling on the atrial lead, it went out of the port. The physician tried to push the atrial connector block back in the ICD, but the lead could still not be inserted. With the ICD, the atrial lead impedance was above 3000 ohms, whereas the atrial lead impedance was normal with a psa. This ICD was replaced by a second ICD, and will be returned for analysis. The same problem was encountered with the second ICD: the atrial lead could not be inserted in the port and the atrial connector block was pushed out of the device when trying to screw the set-screw. However, this time, when the physician pushed the atrial connector block back in the ICD, the atrial lead could be pushed in the port and tightened. Atrial lead impedance measurement was normal. Preliminary analysis showed that the device was manufactured and released according to all applicable procedures.

Manufacturer narrative:
(B)(4).

Event description:
During the implant procedure of the first ICD, the physician could not push the atrial lead until the end of the atrial connector. He tried to unscrew the atrial set-screw but the lead could still not be pushed towards the end of the connector. The set-screw was screwed to try to tighten the atrial lead even though it was not fully inserted. When the screwdriver was inserted, the atrial connector block was pushed out of the ICD. When pulling on the atrial lead, it went out of the port. The physician tried to push the atrial connector block back in the ICD, but the lead could still not be inserted. With the ICD, the atrial lead impedance was above 3000 ohms, whereas the atrial lead impedance was normal with a psa. This ICD was replaced by a second ICD, and will be returned for analysis. The same problem was encountered with the second ICD: the atrial lead could not be inserted in the port and the atrial connector block was pushed out of the device when trying to screw the set-screw. However, this time, when the physician pushed the atrial connector block back in the ICD, the atrial lead could be pushed in the port and tightened. Atrial lead impedance measurement was normal. Preliminary analysis showed that the device was manufactured and released according to all applicable procedures.

Manufacturer narrative:
The company is evaluating corrective actions in order to prevent recurrence of this issue. The analysis report was updated to include this piece of information.

Event description:
During the implant procedure of the first ICD, the physician could not push the atrial lead until the end of the atrial connector. He tried to unscrew the atrial set-screw but the lead could still not be pushed towards the end of the connector. The set-screw was screwed to try to tighten the atrial lead even though it was not fully inserted. When the screwdriver was inserted, the atrial connector block was pushed out of the ICD. When pulling on the atrial lead, it went out of the port. The physician tried to push the atrial connector block back in the ICD, but the lead could still not be inserted. With the ICD, the atrial lead impedance was above 3000 ohms, whereas the atrial lead impedance was normal with a psa. This ICD was replaced by a second ICD, and will be returned for analysis. The same problem was encountered with the second ICD: the atrial lead could not be inserted in the port and the atrial connector block was pushed out of the device when trying to screw the set-screw. However, this time, when the physician pushed the atrial connector block back in the ICD, the atrial lead could be pushed in the port and tightened. Atrial lead impedance measurement was normal. Preliminary analysis showed that the device was manufactured and released according to all applicable procedures.